Manufacturer narrative:
Product event summary: at analysis it was noted that the "emergency" button was not working due to the link electronic module (lem) being out of specification and therefore the lem was replaced and calibrated. Additionally the hard drive was reconfigured and the software reloaded and the device passed functional and systems tests and no other anomalies were found.

Event description:
The programmer was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.